Event description:
It was reported that the anesthesia workstation´s air gas module was replaced. There was no patient harm. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The device was investigated on site by our field service engineer. It was found that water had entered into the gas module. The gas module was replaced. The gas module was not returned for investigation and no pictures or device logs were received for evaluation. The most probable source of moisture/water into a gas module is moist air from the hospital's external compressor. According to the user´s manual, maximum level water (h2o) in the supplied gases to the device must not be exceeded. According to the user's manual maximum levels of h2o in the supplied air is< 7 g/m3 and maximum levels of h2oin the supplied o2 is< 20 g/m3.